Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the patient's blood glucose (bg) was good this morning when she woke up, then at school her bg went to over 500 mg/dl with no symptoms. The patient gave correction bolus of 4.09 units and bg is now at 211 mg/dl. Customer technical support (cts) no associated alarms in history, basal settings and basal tdd history match, tdd bolus history does not match bolus history, tdd bolus history for today shows 9.65 units, bolus history for today shows a bolus at 6:14a of 6.8 units, 10:03a 5.6 units and 1:19p of 4.05 units. Bolus tdd history is not reflecting insulin taken this morning. Patient reports insulin taken at 6:14a was for breakfast and after eating breakfast is when the bg started to elevate. Patient confirmed basal settings are correct, total 34.08 units per day. The parent believes the bg issue is resolved and the patient continues on pump therapy. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: a review of the pump history revealed the last bolus and basal delivery was on (B)(6) 2013. A suspend was noted in pump history on (B)(6) 2013 at 5:07pm; pump delivery resumed on (B)(6) 2013 6:58pm. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no alarms related to the reported complaint observed in the black box or pump alarm history; typical usage alarms and warnings were observed. A 10 unit normal bolus was successfully on the pump and accurately recorded in pump history. A 10 unit audio bolus button was unable to be performed on the pump due to missing audio bolus button cover; 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.